Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the safety cover came detached from a jelco® hypodermic needle-pro® device during intramuscular injection. The reporter stated that the safety cover remained attached to the syringe, but the needle "came off" and remained in the patient. The reporter observed the fault appeared to be due to the safety cover being screwed onto the needle, which "must come loose" during use. No permanent injury was reported.